Event description:
Event verbatim [preferred term] burning blister [burns second degree], skin irritation [skin irritation]. Case narrative: this is a spontaneous report from a contactable pharmacist. A male patient of unknown age started to receive thermacare heatwrap (thermacare neck, shoulder & wrist) from unknown date for pain. Medical history was not reported. Concomitant medications included ciprofloxacin and metronidazole. The patient used thermacare for a large, painful area. His skin was irritated afterwards and also a burn blister was formed. The action taken in response to the events of the product was unknown. The outcome of the events was unknown. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: based on the information provided, the event of burning blister and skin irritation as described in this case are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device.., comment: based on the information provided, the event of burning blister and skin irritation as described in this case are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device..

Manufacturer narrative:
Site sample status was not received. Root cause: process related was no. Final confirmation status was not confirmed. This investigation was conducted for an unknown lot number nsw 12hr product. There is not a trend identified related for the subclass adverse event safety request for investigation. A lot trend was not performed. The lot number is unknown. No expedite trend was identified. Conclusion was as follows the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged.

Event description:
Event verbatim [preferred term]. Burning blister on skin of neck directly above a vertebral body [burns second degree], skin irritation [skin irritation], very poor wound healing [impaired healing], scarring - permanent scars [scar], drug interaction between thermacare, metronidazole, ciprofloxacin and prednisolone [drug interaction], narrative: this is a spontaneous report from a contactable pharmacist. A 59-year-old female started to use thermacare heatwrap (thermacare neck, shoulder & wrist) (lot number of thermacare heatwrap was unknown) from (B)(6) 2017 for pain. Other suspect products included metronidazole 400mg, unknown frequency on (B)(6) 2017 for an unknown indication, ciprofloxacin 500mg, 2 times daily from (B)(6) 2017 for intestinal infection and prednisolone 20mg, unknown frequency from (B)(6) 2017 for an unknown indication. Lot numbers of all drugs were unknown at the time of the report. Medical history included chronic obstructive pulmonary disease (copd) from an unspecified date, ongoing asthma for 20 years (taking viani), ongoing colitis or morbus crohn's disease (for 20 years), hypothyroidism from an unspecified date, grass allergy from an unspecified date, intestinal infection from an unspecified date (taking ciprofloxacin) and smoker (1 package, unknown frequency). The patient was not pregnant. Concomitant medications included fluticasone propionate, salmeterol xinafoate (viani) 50/250ug from an unspecified date and unknown if ongoing at 3x60 pieces for asthma. Past product history included thermacare heatwrap several times without problems. The patient used thermacare for a large, painful area. The skin was irritated afterwards in (B)(6) 2017 and also a burn blister formed on (B)(6) 2017 (described as a burn blister on neck after administration of thermacare, blister on skin directly above a vertebral body). Upon follow-up received on (B)(6) 2017, the pharmacist reported the patient had very poor wound healing with scarring - permanent scars on an unspecified date in 2017. The pharmacist stated, heals very badly, after 2 months still very red, scarring. It was also reported all drugs were suspected (interaction was suspected) on (B)(6) 2017. Action taken in response to the events for thermacare heatwraps was permanently withdrawn on an unspecified date; for metronidazole was unknown; for ciprofloxacin was post-therapy; and for prednisolone was unknown. Clinical outcome of the event burn blister and drug interaction between thermacare, metronidazole, ciprofloxacin and prednisolone was resolving (reported as improving after withdrawal) and the outcome of the events skin irritation and very poor wound healing was unknown. The outcome of event scarring - permanent scars was not recovered. According to product quality complaint group, reasonably suggest device malfunction was no. Severity of harm was not applicable. Site sample status was not received. Root cause: process related was no. Final confirmation status was not confirmed. This investigation was conducted for an unknown lot number nsw 12hr product. There is not a trend identified related for the subclass adverse event safety request for investigation. A lot trend was not performed. The lot number is unknown. No expedite trend was identified. Conclusion was as follows the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Follow-up (17mar2017): additional information received from (B)(6) regulatory number (B)(4) included: patient data (gender, age), medical history, concomitant medications, and reaction data (event description of burn blister was updated to burn blister on neck, blister on skin directly above a vertebral body and outcome). Follow-up (29mar2017): new information received from a contactable pharmacist includes: patient's medical history, patient's concomitant medications and reaction data (additional events of scarring and very poor wound healing). Follow-up (10apr2017): this is a follow-up report to notify that case (B)(4) and case (B)(4) are duplicates. All subsequent follow-up information will be reported under (B)(4). New information received from a contactable pharmacist includes: the pharmacist confirmed an interaction between thermacare heatwrap and the suspect products metronidazole, ciprofloxacin and prednisolone. Co-suspect products metronidazole, ciprofloxacin and prednisolone added along with reaction data (additional event of drug interaction). This follow-up is being submitted to notify that an investigation of the device cannot be conducted. Follow-up attempts have been completed and no further information is expected. Follow-up (12aug2020): this is a follow-up report received from product quality complaint group new information included investigation results. Action taken for ciprofloxacin was updated from permanently withdrawn to post-therapy. Event onset date was updated. Follow-up attempts are completed. No further information is expected.

Event description:
Event verbatim [preferred term] burning blister on skin of neck directly above a vertebral body [burns second degree], skin irritation [skin irritation], very poor wound healing [impaired healing] scarring - permanent scars [scar], drug interaction between thermacare, metronidazole, ciprofloxacin and prednisolone [drug interaction]. Case narrative: this is a spontaneous report from a contactable pharmacist. A (B)(6) female patient of unknown ethnicity started to use thermacare heatwrap (thermacare neck, shoulder & wrist) (lot number of thermacare heatwrap was unknown) from (B)(6) 2017 for pain. Other suspect products included metronidazole 400mg, unknown frequency on (B)(6) 2017 for an unknown indication, ciprofloxacin 500mg, 2 times daily from (B)(6) 2017 for intestinal infection and prednisolone 20mg, unknown frequency from (B)(6) 2017 for an unknown indication. Lot numbers of all drugs were unknown at the time of the report. Medical history included copd from an unspecified date and unknown if ongoing, ongoing asthma (for 20 years)(taking viani), ongoing colitis or morbus crohn's disease (for 20 years), hypothyroidism from an unspecified date and unknown if ongoing, grass allergy from an unspecified date, intestinal infection from an unspecified date and unknown if ongoing (taking ciprofloxacin) and unknown if ongoing and smoker (1 package, unknown frequency). The patient was not pregnant. Concomitant medications included viani 50/250ug from an unspecified date and unknown if ongoing at 3x60 pieces for asthma. Past product history included thermacare heatwrap several times without problems. The patient used thermacare for a large, painful area. The skin was irritated afterwards and also a burn blister formed on (B)(6) 2017 (described as a burn blister on neck after administration of thermacare, blister on skin directly above a vertebral body). Upon follow-up received on 29mar2017, the pharmacist reported the patient had very poor wound healing with scarring - permanent scars. The pharmacist stated, heals very badly, after 2 months still very red, scarring. It was also reported all drugs were suspected (interaction was suspected). Action taken in response to the events for thermacare heatwraps was permanently withdrawn on an unspecified date; for metronidazole was unknown; for ciprofloxacin was permanently withdrawn on (B)(6) 2017; and for prednisolone was unknown. Clinical outcome of the event burn blister was resolving (reported as improving after withdrawal) and the outcome of the events skin irritation and very poor wound healing was unknown. Additional information has been requested and will be provided as it becomes available. Follow-up (17mar2017): additional information received from contactable pharmacist via drug commission of (B)(6) pharmacists and (B)(6) included: patient data (gender, age), medical history, concomitant medications, and reaction data (event description of burn blister was updated to burn blister on neck, blister on skin directly above a vertebral body and outcome). Follow-up (29mar2017): new information received from a contactable pharmacist includes: patient's medical history, patient's concomitant medications and reaction data (additional events of scarring and very poor wound healing). Follow-up (10apr2017): this is a follow-up report to notify that (B)(4) are duplicates. All subsequent follow-up information will be reported under (B)(4). New information received from a contactable pharmacist includes: the pharmacist confirmed an interaction between thermacare heatwrap and the suspect products metronidazole, ciprofloxacin and prednisolone. Co-suspect products metronidazole, ciprofloxacin and prednisolone added along with reaction data (additional event of drug interaction). This follow-up is being submitted to notify that an investigation of the device cannot be conducted. Follow-up attempts have been completed and no further information is expected. Company clinical evaluation comment: based on the information provided, the events burning blister on skin of neck directly above a vertebral body, skin irritation, impaired healing, drug interaction and scar are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure and are considered associated to the device use. The reporting pharmacist did not provide a plausible mechanism of the alleged interaction. There was no information suggesting the impaired integrity of the device that would allow interaction of heat cell contents with the patient's body. It is relevant to note that the consumer had been taking the corticosteroid prednisolone, whose known safety profile includes cutaneous and subcutaneous atrophy, impaired wound healing, and thin fragile skin. Comment: based on the information provided, the events burning blister on skin of neck directly above a vertebral body, skin irritation, impaired healing, drug interaction and scar are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure and are considered associated to the device use. The reporting pharmacist did not provide a plausible mechanism of the alleged interaction. There was no information suggesting the impaired integrity of the device that would allow interaction of heat cell contents with the patient's body. It is relevant to note that the consumer had been taking the corticosteroid prednisolone, whose known safety profile includes cutaneous and subcutaneous atrophy, impaired wound healing, and thin fragile skin.

Event description:
Event verbatim [preferred term] burning blister on skin of neck directly above a vertebral body [burns second degree] , skin irritation, case narrative: this is a spontaneous report from a contactable pharmacist. A (B)(6) female patient of unknown ethnicity started to use thermacare heatwrap (thermacare neck, shoulder and wrist) from (B)(6) 2017 for pain. Medical history included copd. The patient was not pregnant. Concomitant medications included metronidazole 400 on (B)(6) 2017, ciprofloxacin 500 on (B)(6) 2017 and prednisolone 20 mg on (B)(6) 2017 for unknown indications. Past product history included thermacare heatwrap several times without problems. The patient used thermacare for a large, painful area. The skin was irritated afterwards and also a burn blister formed on (B)(6) 2017, (described as a burn blister on neck after administration of thermacare, blister on skin directly above a vertebral body). Lot number of thermacare heatwrap was unknown at the time of the report. The action taken in response to the event was permanently withdrawn on an unspecified date. The outcome of the event burn blister was resolving (reported as improving after withdrawal) and the outcome of the event skin irritation was unknown. Additional information has been requested and will be provided as it becomes available. Follow-up (B)(6) 2017: additional information received from contactable pharmacist via drug commission of (B)(6) pharmacists and (B)(6) health authority (B)(6) (regulatory number (B)(4) included: patient data (gender, age), medical history, concomitant medications, and reaction data (event description of burn blister was updated to burn blister on neck, blister on skin directly above a vertebral body and outcome). Company clinical evaluation comment: based on the information provided, the event of burn blister and skin irritation as described in this case are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. Based on the information provided, the event of burn blister and skin irritation as described in this case are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device.

Event description:
Event verbatim [preferred term] burning blister on skin of neck directly above a vertebral body [burns second degree] , skin irritation [skin irritation] , very poor wound healing [impaired healing] , scarring - permanent scars [scar]. Case narrative:this is a spontaneous report from a contactable pharmacist. A (B)(6) female patient of unknown ethnicity started to use thermacare heatwrap (thermacare neck, shoulder & wrist) (lot number of thermacare heatwrap was unknown) from (B)(6) 2017 for pain. Medical history included copd from an unspecified date and unknown if ongoing, ongoing asthma (for 20 years)(taking viani), ongoing colitis or morbus crohn's disease (for 20 years), hypothyroidism from an unspecified date and unknown if ongoing, grass allergy from an unspecified date, intestinal infection from an unspecified date and unknown if ongoing (taking ciprofloxacin) and unknown if ongoing and smoker (1 package, unknown frequency). The patient was not pregnant. Concomitant medications included metronidazol 400mg on (B)(6) 2017 for an unspecified indication, ciprofloxacin 500mg two times/day from (B)(6) 2017 for intestinal infection, prednisolone acis 20mg from (B)(6) 2017 to an unknown date for unknown indication and viani 50/250ug from an unspecified date and unknown if ongoing at 3x60 pieces for asthma. Past product history included thermacare heatwrap several times without problems. The patient used thermacare for a large, painful area. The skin was irritated afterwards and also a burn blister formed on (B)(6) 2017 (described as a burn blister on neck after administration of thermacare, blister on skin directly above a vertebral body). Upon follow-up received on 29mar2017, the pharmacist reported the patient had very poor wound healing with scarring - permanent scars. The pharmacist stated "heals very badly, after 2 months still very red, scarring". Action taken in response to the events was permanently withdrawn on an unspecified date. Clinical outcome of the event burn blister was resolving (reported as improving after withdrawal) and the outcome of the events skin irritation and very poor wound healing was unknown. Additional information has been requested and will be provided as it becomes available. Follow-up (17mar2017): additional information received from contactable pharmacist via (B)(6)((B)(4)) included: patient data (gender, age), medical history, concomitant medications, and reaction data (event description of burn blister was updated to burn blister on neck, blister on skin directly above a vertebral body and outcome). Follow-up (29mar2017): new information received from a contactable pharmacist includes: patient 's medical history, patient's concomitant medications and reaction data (additional events of scarring and very poor wound healing). Company clinical evaluation comment: based on the information provided, the event of burn blister, skin irritation and poor wound healing with scarring as described in this case are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are assessed as associated with the use of the device., comment: based on the information provided, the event of burn blister, skin irritation and poor wound healing with scarring as described in this case are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are assessed as associated with the use of the device.